Event description:
It was reported that the patient presented to the emergency room with 42 inappropriate shocks due to oversensing of noise on the ventricular lead. Loss of capture was also seen. Programming was set to voo and the patient was connected to an external lifepak.